Event description:
Customer reports to have been hospitalized due to a broken hip and was in rehab. Customer reports to have low blood glucose and was also suffering from high blood glucose of over 600 mg/dl. Customer and registered nurse inquired if customer took 8.7u of insulin if she could correct with another 5.0u of insulin? Customer was advised that doses could not be recommended. Customer reports that the drive support cap was flushed and was not sure how damage occurred. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed all functional testing. The device support cap was not loose, however the end cap was loose/shifted. The insulin had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, and cracked belt clip slot.